Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a valve in mac (mitral annular calcification) case with request of compassionate use/special access. Implant of a 29mm sapien 3 valve, in mitral position by transvenous approach. Per risk of lvot obstruction, the only option was to do a lampoon for aml and use the la access. After implantation, there was moderate paravalvular leak (pvl) and mitral regurgitation (mr). The degree of calcification was moderate-severe. On CT, it was found that annulus had 220 degrees of calcium. It was decided to implant a second valve, being able to arrest the mr completely and there was only trivial pvl. The first valve was positioned at 60/40, there was pvl and mr so second valve was implanted at 70/30. The final position was intended. The patient was doing well and had moderate lvot obstruction, which was expected from CT images. The patient was kept under observation in ICU for another 4-5 days under medical therapy then shifted to ward and was discharged on pod8. At discharge, patient mv function was normal, no ms, no mr and no pvl. There was no significant lvot obstruction noted and patient walked home with normal blood counts and renal function.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. Implanting sapien 3 (s3) with the commander delivery system (ds) in native mitral annulus is not indicated for use. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. The complaints of paravalvular leak and central regurgitation were unable to be confirmed as relevant imagery/medical report was not provided for evaluation. A review of DHR did not indicate any manufacturing nonconformance that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. As reported, ''implant of a 29mm sapien 3 valve, in mitral position by transvenous approach. As reported, per risk of lvot obstruction, only option was to do a lampoon for aml and use the la access. After implantation, there was moderate pvl and mr. The degree of calcification was moderate-severe, in CT it was found that annulus had 220 degrees of calcium. It was decided to implant a second valve, being able to arrest the mr completely and there was only trivial pvl. The first valve was positioned at 60/40, this position was intended. There was pvl and mr so second valve was implanted at 70/30. The final position was intended''. Per an internal edwards technical summary, the cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In this case, it was noted that a total of 38ml inflation volume was used to deploy the valve. The nominal inflation volume for a 29mm thv is 33 ml. Since 5ml additional volume was used deploy the valve, it is possible that valve was over-inflated with over-stretching of leaflets leading to regurgitation. As such, available information suggests that procedural factors (overinflation) may have contributed to the reported event. In this case, the valve was implanted in the native mitral annulus, which is non-circular in shape (d-shape). Deployment of a circular thv in a non-circular landing zone may not cover the entire annulus circumferentially and may result in gap between the annulus and the valve, leading to pvl. Additionally, it was reported that he first valve was positioned at 60/40, which is a low placement for the valve. Low thv placement can compromise the seal between the valve and landing zone resulting in pvl. As such, available information suggests procedural factors (off-label operation, thv implanted low) may have contributed to the reported event. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.